Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied to inflate the balloon and liquid was observed to be leaking from a balloon longitudinal tear at approximately 2 mm distal of the proximal markerband extending for approximately 4 mm distally. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. All blades were present and fully bonded to the balloon surface. No damage or any issues were noted with the blades or tip that could have contributed to the complaint incident. A visual and tactile examination of the hypotube identified that the hypotube shaft was kinked at approximately 600 mm from the distal end of strain relief. This type of damage is consistent with excessive force that could have been applied on the delivery system. No issues were noted with the hypotube that could have contributed to the complaint incident. No kinks or damage on the extrusion shaft. No issues were noted with the extrusion shaft that could have contributed to the complaint report. No other issues were identified during device analysis.

Event description:
It was reported that the balloon ruptured. A 4.00 mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at the second inflation with a pressure of 8 atm. The device was then simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications reported and the patient's condition was good post procedure.